Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross sheath was first visually inspected, and it was noted that the stopcock (lever) was broken. Additionally, the device passed the functional test, since no leaking was noted during the decontamination of the sheath. The reported allegation related to separated device material is confirmed while that related to leakage is not confirmed based on the returned product having a broken stopcock but no signs of leakage. There is no evidence that manufacturing cased or contributed to the reported issue.

Event description:
It was reported that a versacross access solution kit was selected for pulse field ablation. Prior to the procedure, it was mentioned that the flush port was observed to be broken. Also, a leak was observed from the flushing port thus, the device was replaced, and the procedure was completed successfully via alternative method. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution kit was selected for pulse field ablation. Prior to the procedure, it was mentioned that the flush port was observed to be broken. Also, a leak was observed from the flushing port thus, the device was replaced, and the procedure was completed successfully via alternative method. No patient complications were reported. The device is expected to be returned for analysis.